Event description:
A surgeon reports seeing a "metallic" glint in the catheter of the intraocular lens during a postoperative examination one day following the initial implant surgery. The lens was removed and replaced. The patient had a good outcome following the lens exchange.

Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. Both haptics were bent in the gusset area and the optic was scratched. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Dried solution with black particulate matter was dried on the posterior surface of the lens. The particulate matter was isolated and analyzed using a scanning electron microscope (sem) equipped with an edax energy dispersive x-ray spectrometer (eds). The metallic particle was identified as stainless steel with dried surgical solution residue. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.